Event description:
Eight known patients involved with medline surgical drapes and multiple staff contamination with gowns level 3 and 4. Drapes continue to tear, produce holes upon opening products on sterile field, strike through of blood and fluids creating contamination of staff and patients. Plastic backing on back table covers and reinforcing is extremely thin. Issues with opening products because of tearing of drape when removing tape as well. This "aurora" material makes up most of the drape material other than small impervious areas. The aami level 3 gowns and occasionally the level 4 all have strike through issues. If pressure is applied to the material fluid penetrates fabric. This problem has caused direct internal patient contamination and contamination to operating room staff. It is unknown to me at this time if infections resulted because of this. Dates of use: 2008.